Manufacturer narrative:
At this time, vyaire medical has not received the suspect main printed circuit board for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent transducer fault (xdcr) display alarm, while in use on this ventilator device. The customer stated no patient harm or injury was associated with this event. This device was evaluated by the customer who determined the likely failure was associated with a sub-component within the main printed circuit board.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis technician was able to verify the customer's reported issue. Bench testing revealed a faulty main board.